Event description:
Consumer reports that "when I was using it for the first time, the round bristle head came completely detached." This is being reported as a malfunction with the potential to cause a serious event. No injury was reported.

Manufacturer narrative:
The lot code is associated with the repackager. (B)(4).